Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between may 26-27, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from one of the ports. The issue occurred during the adjustment of nutrition in the mixing center, prior to patient use. There was no patient involvement. No additional information is available.